Event description:
Device malfunction: none. Symptoms/ae: worsening memory. Time of symptoms/ae: few days after discharge. Date of the procedure was 2006. It was reported, the pt a few days after discharge reports his memory had become worse. The pt had difficulty finding locations and driving during his normal routine. The pt had baseline fatigue but this was much worse especially for a few days after the carotid procedure. The pt denies focal neurologic changes. Though it is possible the pt had a right parietal infarct (spatial orientation) after the stent, nothing else in history or physical exam suggested he had an infarct. It was felt that most likely the event was related to increased fatigue after the stent. The nihss was "0" at the 1-month follow-up with bilateral sensory loss and hypoactive reflexes. Gait was normal. All are same as prior to the stent procedure. No additional info was available. Study event.